Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported via a webform with the adc device. The healthcare professional (hcp) of the customer reported unspecified lower sensor readings compared to a competitor brand meter. Customer contact was made and it was indicated that the customer was able to self-treat with carbs and juice. The customer made contact with an healthcare professional and was provided novolog insulin (dose unknown). No further information was provided. There was no report of death or permanent injury associated with this event.